Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge. The device was opened and a defective battery was found. The reported event of the device ceased to function was confirmed. A probable cause is determined to be a defective battery. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. Labeling indicates; the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.